Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy surgical procedure, it was observed that the attachment device was overheating. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:upon receipt of the attachment device, it was determined that a burr device was stuck inside the attachment device. There was no allegation of malfunction against the burr device at the time of the initial report. Upon subsequent follow-up with the customer, additional information was received. The reporter confirmed that a burr device was stuck in the attachment device at the time the device was brought to sterile processing. Therefore, the burr device has been included in this event and added in the concomitant medical products section. The event numbering for this report is ¿report 1 of 2 for the same event¿. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the attachment device was received with a cutter device stuck inside the attachment device. Therefore, the pre-repair assessment could not be performed. The device was taken apart and it was noted that excessive corrosion and medical debris on the components caused the failure. It was further determined that the root cause of the failure was due to corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.